Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2025, when attempting to remove the l2 lead, the lead fractured in the epidural space. All 4 contacts remained intact and are still implanted in the patient. The surgeon also could not locate the anchor for the l2 lead and decided to leave it implanted.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the l2 drg lead was fractured and exhibiting high impedances. As a result, surgical intervention may be pending to address the issue at a later time.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction section d10- (drg lead (1).